Manufacturer narrative:
B5: the patient received a new 5-fu pump three (3) days after the date of event. H4: the lot was manufactured from september 25, 2020 - september 26, 2020. H10: the device was received containing 102 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer . A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) filled with 20 ml 5% glucose and 96 ml fluorouracil (5-fu) was defective. The defect was further described as ¿the pump was not running¿. It was further reported that the patient port was opened, checked and flushed; however, the same issue was observed. After the expected 48 hour infusion time, the pump was still not empty. This issue was identified during patient use. To resolve the issue, the patient received a new pump with 5-fu. There was no report of patient injury or medical intervention associated with this event. No additional information is available.